Event description:
It was reported that the device would not turn on, and that the device's status indicator showed the "do not use" symbol. This was discovered during routine test and no pt was involved.

Manufacturer narrative:
Eval summary. The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user. The reporter said that during their routine check of the device that they found that it would not turn on and that device's status indicator showed the "do not use" symbol. The device automatically performs self-tests as a safety feature in order to alert the device user to malfunctions. In this case, the device correctly detected an internal problem and the malfunction alert system performed as designed. Eval of the device confirmed the reported malfunction. Investigation found that the reason the device would not turn on was that an internal fuse had opened. The fuse was replaced to restore normal function, and the status indicator then correctly showed the "ready" symbol. The device subsequently passed acceptance testing before being returned to the customer.